Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with no delivery alert. Experienced high blood glucose level of 560 mg/dl. Customer stated that the insulin exited. Customer declined troubleshoot. The product was returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.